Event description:
It was reported an issue with monosyn suture. The client reported that dr (B)(6).(surgeon) has been using monosyn for years. He said that this 3/0 batch feels like it should have been a 4/0. Thread feels thinner than what he is used to. No further information received.

Manufacturer narrative:
Summary of investigation: there are no previous complaints of this code batch of which we manufactured and distributed in the market (B)(4) units. There are no units in stock in b. Braun surgical's warehouse. We have received 5 closed samples. Tightness test to the closed samples received has been performed and the units are tight. Diameter result conducted on the closed samples received is 0. 283 mm in average and fulfils european pharmacopoeia (ep) requirements for this size and thread: 0.250 mm<xave<0.339 mm. Diameter average value is in the medium range of ep requirements for this thread and size. Batch manufacturing record: reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfilled usp/european pharmacopoeia and b.braun surgical requirements. Conclusion root cause analysis: it has not been possible to determine the root cause because all the samples received comply the product specifications. Final conclusion: although the results of the samples received fulfil b. Braun surgical specifications, we take note of this incidence in order to assess if new or additional actions are needed. The case is considered not confirmed by evidence of the samples received. Corrective measures: actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. You will receive a credit note for the product sent for analysis as compensation. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.